Manufacturer narrative:
Fluoroscopy used during the replacement procedure identified that the lead looked pitched and damaged at the subclavian site and no anomalies were noted to the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. This device and the associated lv lead were removed from service and replaced. No additional adverse patient effects were reported.